Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert for high, out of range pacing lead impedance was observed. The pocket was opened, the lead was tested, and the impedance was found to be normal. When the lead was reconnected to the device, the high impedance returned. The device remains implanted and follow-up will continue.